Event description:
Difficulties were encoutnered during deployment of the greenfield 12 fr ss vena cava filter. Access was obtained via right femoral vein stick and a pre-cava gram was performed. A continuous flush of heparinized saline was maintained and fluoroscopic guidance was used during the procedure. During advancement of the carrier, the guidewire did not pass entirely through the lumen of the delivery device. Upon attempting to remove the delivery system, 50% of the filter deployed and was subsequently completely deployed outside of the targeted area of the vessel. A new greenfield filter was successfully implanted. No pt injuries or complications were reported. The pt status was reported as 'fine'.